Manufacturer narrative:
The system was examined and the reported event was not replicated. The battery, power module was replaced as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. No problem was found with the system, therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the system shut down. The system was rebooted and the cassette pak was replaced. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
The cassette sample was received and tested on a system and the system did not shut down. The device history record review showed the product was released per specifications. The root cause was unknown as the returned sample did not shutdown the system during functional testing. (B)(4).